Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty cycler and the patient diagnosis of peritonitis with subsequent hospitalization. However, there is no documentation to show a causal relationship between the liberty cycler and the peritonitis. Additionally, there is no report of a malfunction or deficiency related to this event. According to the pdrn, the peritonitis event was unrelated to dialysis; however, a cause was not determined based on the available information provided.

Event description:
On (B)(6) 2018 during follow up for a drain complication, the peritoneal dialysis registered nurse (pdrn) for this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was hospitalized (B)(6) 2018 for peritonitis. The patient was discharged (B)(6) 2018. Additional information was obtained through the pdrn on (B)(6) 2018. The patient presented to the emergency room on (B)(6) 2018 with cough due to the flu, high fever and abdominal pain. The patient was subsequently admitted and diagnosed with peritonitis. According to the pdrn, this was recurrent peritonitis; however, the first peritonitis case (investigated in separate complaint) culture did not grow and therefore cannot be determined if this peritonitis case is a recurrence or a separate event. The patient was started on antibiotic therapy of ampicillin, flagyl, ceftazidime and cefepime (route, dose, frequency and duration unknown). The white blood cell count and pd effluent culture results were not available. Further hospital course is unknown. The patient was discharged (B)(6) 2018 with an antibiotic prescription for three weeks (type, route, and frequency unknown). The patient was seen in the clinic (unknown date) and pd effluent was clear and the patient had no abdominal pain. The patient continues with pd therapy on the liberty cycler. Per the pdrn, the peritonitis was not related to dialysis.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.